Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the overlay having an area of unresponsiveness and the cursor would jump. It was also noted that there was an intermittent noisy system fan. The keyboard slide cover was missing. Keyboard screws were missing. Screws were found inside. The left keyboard hinge was broken. There was a broken tab on power cord bay door. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.